Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information indicated that there was loss of capture noted and dislodgement was confirmed via fluoroscopy. The lv lead was explanted. No additional adverse patient effects were reported.